Manufacturer narrative:
Additional, changed, and/or corrected data: b5, g4.

Event description:
It has been determined that the device associated with this complaint is not PMA approved. This record is no longer reportable to FDA and will be un-reported.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "rupture of device". This record is for the left side. The device was explanted and replaced.

Manufacturer narrative:
Device evaluation: per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ rupture: not observed through visual inspection. None of the other observations performed during the device analysis (deformation and creases) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "rupture of device". This record is for unknown side. The device was explanted.